Event description:
Litigation alleges pain, discomfort, inflammation, elevated metal ion levels, infection caused by metallosis and implant loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history record for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the unknown depuy device as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 3009509 and 2881329 did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.